Event description:
It was reported the patient experienced a headache post lead procedure. The physician suspected a cerebrospinal fluid (csf) leak. Follow-up identified the patient's headache resolved on its own.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.